Event description:
It was reported that during implant, the left ventricular (lv) lead had a guide wire get stuck inside of the lead. When the lead was removed from the body the guide wire was able to be removed. A different lv lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned, analyzed and all conductors had blood/fluid which created an obstruction. It was noted that there was blood/body fluid on all conductors (not obstructed) and there was blood/body fluid on the distal conductor (not obstructed). The analyst commented that the medial segment of the lead was returned and that dimensions cannot be given.